Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir lip ring had wear and tear. Customer stated that the reservoir lip ring does lock in place when inserted in the insulin pump but barely has pushed reservoir out of insulin pump before causing high blood glucose. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.